Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: error code e-05. Update - same device used to complete the procedure. Full loss of image for 15-30 seconds. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Root cause is ccu serial number (B)(6) sent along the camera head for investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.